Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act button response due to corroded keypad traces. The device also was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. No moisture damage inside pump noted.

Event description:
Customer reported that the insulin pump was not functioning properly. Customer stated that the insulin pump had recently been damaged by water. Blood glucose level was 248 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).